Manufacturer narrative:
Additionla information will be provided upon investigation conclusion.

Event description:
One of the sling straps had ripped off the sling. The sling damage was discovered in the laundry.

Manufacturer narrative:
The customer reported that one of the sling straps was broken and frayed. It was impossible to determine which strap was defective (shoulder or leg) as the customer sent a picture of the strap, not the whole sling. The sling failure was discovered in the laundry. No injuries were reported. It is unknown under what circumstances the sling malfunctioned; the broken strap was found in the laundry. The manufacturer requested that the sling be returned for further evaluation, but the sample was thrown away. Therefore, it was not possible to evaluate the sling, and define the root cause of reported malfunction. The review of complaints showed that the complaint is a singular occurrence. The instruction for use for hammock sling ( 001.03680) states that: " caution: if any abnormalities are detected after the sling inspection, or if you have any doubts about the sling safety, as a precaution and to ensure safety, stop using it." It was reported by the customer that the sling strap detached, and from that perspective, the sling did not meet the manufacturer¿s specifications. The malfunction occurred before use with the patient. No injuries were reported. The complaint was decided to be reportable due to the allegation of sling strap detachment.

Manufacturer narrative:
The collected information are currently analyzed. Additional information will be provided upon investigation conlusion.